Event description:
It was reported that patient hadn't checked their battery for some time. Yesterday they checked the battery found out that the battery is going low. Patient said, they thought the batteries were lasting longer. Patient wanted to know if there was a way to tell an actual amount of battery. Reviewed with the patient that the doctor can read the device and they would get more specific than what they are getting. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported that their healthcare provider changed the settings and told patient that it may not last as long. Patient reported that in (B)(6) 2025, healthcare provider tested battery during a regular check up and in (B)(6) 2025, and hcp reported that battery was very low, less than 3 months. Patients battery will be checked again in march.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.